Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Nurse (B)(6) reported, via sales rep (B)(6), that the inner shaft broke off while the surgeon tried to screw the cage on. The surgeon could finish the operation without any consequences.